Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit came in for the return reason for service needed is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture. Compressor is also found noisy, which possibly caused due to damaged piston seals; open valve plate flappers; and debris under flappers of piston and valve plate.

Event description:
It was reported that the patient was hospitalized due to the device not powering on. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.